Manufacturer narrative:
Citation: song s et al. Repair for mitral stenosis due to pannus formation after duran ring annuloplasty. Ann thorac surg 2010; 90: e93¿ 4. No unique device identifier (serial/lot) numbers were provided; without this information, it could not be determined whether these observations have been previously reported.

Event description:
Patient 1: medtronic received information via literature of a (B)(6) year-old female patient with degenerative mitral regurgitation (mr) underwent a procedure to implant a medtronic 25-mm duran flexible ring (serial number not provided). Seven years later, the patient presented with moderate exertional dyspnea and an elevated transmitral mean pressure gradient at 10 mmhg without mr. She underwent a second operation to address mitral stenosis (ms). The operative findings showed pannus overgrowth over the annuloplasty ring, which had narrowed the mitral orifice. The ring and pannus were removed without damage to the valve leaflet. The commissural fusion, which occurred due to a tissue reaction, was corrected by commissurotomy. The defect on the mitral annulus after excision of the ring and pannus was repaired by interrupted 5-0 polypropylene sutures. The postoperative echocardiogram revealed a decreased transmitral mean pressure gradient (3.0 mmhg) with minimal mr. A follow-up echocardiogram at 39 months showed mild mr with 4.3 mmhg of transmitral mean pressure gradient. No additional adverse patient effects were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.